Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2004 to treat stress urinary incontinence and pelvic organ prolapse and a sling and a bard mesh were implanted. The patient experienced pain, mesh erosion, exposure, extrusion, protrusion, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and cystocele and a sling was implanted. Concomitantly the patient underwent a hysterectomy and umbilical hernia repair with ventralex mesh. It was reported that after implantation, the patient experienced pain, extrusion, bleeding, dyspareunia, scarring, neuromuscular problems and bowel problems.(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection and vaginitis.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency, cramping, and pelvic discomfort.

Event description:
It was reported that following insertion the patient experienced urinary frequency, cramping, and pelvic discomfort.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-03002. The same patient is represented in each medwatch.